Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Upon visual inspection, it was found that the setscrew was missing. Upon inspection, it was noted that the rv set screw had been lodged onto the torque wrench.

Event description:
It was reported, during an implant procedure, the device had a broken set screw. Consequently, the device was not implanted. However, no patient complications have been reported as a result of this event.